Manufacturer narrative:
(B)(4). Results are pending completion of device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced inadequate pain relief with intermittent signs of withdrawal. The pump was subsequently explanted.

Manufacturer narrative:
(B)(4). Device evaluation determined that the pump primed and flowed within specification.